Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient feeling fatigue presented remotely via merlin.net transmission. Upon interrogation, the implantable cardioverter defibrillator was in backup vvi mode. The patient was brought into the clinic. A device restoration was performed successfully. The patient was fine and would continue with regular follow-up.